Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.

Event description:
During an rf procedure, the patient experienced unintentional sensory stimulation. The procedure was completed using the same device and without delay. There was no intervention or additional treatment required.